Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient received an MRI about on (B)(6) 2021. Caller stated after the MRI the patient was in the bathroom for 4 days. Pt was hospitalized after and has been there for a week. Caller stated pt went to see their hcp twice before being hospitalized but when they went they were able to see a pa, and the patient has an appointment with the doctor on (B)(6) 2021. Caller asked if there was a way to determine if the MRI had caused the implanted system to shift. Caller also mentioned after patient was hospitalized their program and stim settings were adjusted. The patient was redirected to their healthcare provider to further address the issue.